Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00mm x 20mm synergy drug-eluting stent was advanced for treatment. However, the stent strut at the distal end was bent and could not be delivered. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 4.00 x 20 mm stent delivery system was returned for analysis. An examination visual and via scope of the crimped stent found stent damage. Stent struts from the 4th and 5th proximal stent strut rows were noted to be lifted from their crimped position and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00mm x 20mm synergy drug-eluting stent was advanced for treatment. However, the stent strut at the distal end was bent and could not be delivered. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine. It was further reported that the target lesion was located in a moderately tortuous and mildly calcified coronary artery.